Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the german guideline. Based on the investigation for a storage practice at the user facility, the distal end of the scope was touched the floor of the closet. In the evaluation, (B)(4) confirmed followings. There were marks that it has been repaired by a third party on the connecting part of the bending section and the insertion tube. The light guide lens and the objective lens were broken the glue around the lenses was missing. The universal cord was kinked. The outer of the subject device was worn. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested positive for ochrobactrum anthropi (>300cfu/ml), achromobacter insolitus (>300cfu/ml), and escherichia coli (100cfu/ml). The subject device had been disinfected using an olympus automated endoscope reprocessr model etd3 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.